Event description:
Both lenses from lot have manufacturing defects. The thin zones to properly orient the device are not aligned with the axis nor the axis scribe mark. It is suspected that the entire lot contains the same manufacturing defect. And should be recalled.